Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 2 mdrs filed for the same patient (reference 1822565-2017-00981).

Event description:
It is reported that the patient required an closed reduction procedure following shoulder arthroplasty due to the glenoid head component dislocating from the polyethylene liner.

Manufacturer narrative:
This follow-up report is being filed to correct information. The device history records could not be reviewed as the item and lot number are not known. The product was not returned for review; therefore the exact condition of the device is unknown. This device is used for treatment. A product history search could not be conducted as the item and lot number are not known. A definitive root cause cannot be determined with the information provided.